Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer alleges that the seat frame bent upwards about an inch in front of where the back canes are mounted on the right hand side.